Event description:
It was reported by service report that nurse call was not functioning. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: nurse call communication cord.